Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis, with a high blood glucose level of 565 mg/dl. The customer's nurse stated that the customer had been experiencing high blood glucose prior to the event. Nothing further was reported.